Manufacturer narrative:
Though requested, no additional information was available. An investigation was conducted based on the information provided and there were no systemic issues identified with the lot. The product is performing as expected. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in the us alleged the generation of false positive results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system for 1 patient. The sample run (on liat sn (B)(4)) generated a positive result for sars-cov-2 and flu b, negative for flu a. The same sample was retested on a different liat and generated negative results for all targets (sars-cov-2, flu a, flu b). The negative results were reported out. No harm alleged. Though requested, no additional information and/or data were available. An investigation was conducted based on the information provided and there were no systemic issues identified with the lot. The product is performing as expected.